Event description:
The customer returned the colonovidideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates nozzle has not clearing excessive glue and air/water supply has white residue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.